Event description:
The central monitoring system (cns) just recently had a hard disk drive replacement. The customer is stating the unit periodically freezes up a few times a day. When the cns freezes, all numerics and waveforms stop. A hard power cycle is required for the units to monitor the beds again. MFR ref#: 8030229-2014-00046.